Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was difficult to position due to patient anatomy and the lead dislodged during slitting. The lead was replaced. No patient complications have been reported as a result of this event.